Manufacturer narrative:
It was reported that the central nurse's station (cns) went into comm loss with all 5 floors while monitoring transmitter devices. No patient harm was reported. Per the customer, a nihon kohden rep. Came to the facility and adjusted a lot of the settings with the amplifiers. So far things are pretty stable; however, the customer would not say it is fixed because they had a couple of rooms drop signal for a significant amount of time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: concomitant medical products: zm-531pa: no serial numbers were provided. Org-9110a: serial numbers: (B)(4).

Event description:
It was reported that the central nurse's station (cns) went into comm loss with all 5 floors while monitoring transmitter devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) medical center reported signal loss on the central nurse's station (cns) (pu-621ra), serial# (B)(6) . Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Investigation summary: root cause of the issue could not be identified due to lack of information on the resolution; however, the issue was resolved after nk ts visited on site. According to the table in quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: low. Additional model information. D11 & c2: concomitant medical products: the following devices were being used in conjunction with the cns: zm-531pa: no serial numbers were provided. Org-9110a: serial numbers: (B)(6) .

Event description:
It was reported that the central nurse's station (cns) went into comm loss with all 5 floors while monitoring transmitter devices. No patient harm was reported.